Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl900f denali filter system experienced malposition of device and detachment of device. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. The two patients were female. One was 66 years old while the other¿s age was not provided. Neither of their weights were provided.

Manufacturer narrative:
H10: as the lot number for the devices were provided, a manufacturing review will be performed. Both samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported events is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Manufacturer narrative:
As the lot number for the devices were provided, a manufacturing review will be performed. Both samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported events is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl900f denali filter system experienced malposition of device and detachment of device. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. The two patients were female. One was (B)(6) while the other¿s age was not provided. Neither of their weights were provided. The dl900f denali filter systems were not provided, limiting investigation.